Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported, during g3 surgery, the surgeon placed the nail and lag screw into the patient's bone. Afterwards, the surgeon extracted the target device and tried to insert the end cap. However, the end cap was not able to be inserted in the nail. When the surgeon confirmed the proximal part of the nail, the ring of the target device remained in the nail. Thus the surgeon removed the ring of the target device from inside the nail and procedure was completed.